Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked fluid into its sealed overpouch. This occurred after filling with flucloxacillin (baxter compounded product) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 28, 2015 ¿ october 29, 2015. The device was received for evaluation. Visual inspection noted fluid inside the pouch containing the device, indicating leakage had occurred. Further examination revealed the leak to be due to broken tubing at the solvent bonded junction of the luer. A portion of the tubing was inside the solvent bonded area of the luer. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.